Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed retrograde and junctional beats and sensing both the right atrial (ra) and right ventricular (rv) signals at the same time. In a stored right ventricular auto-threshold (rvat) test, the intrinsic ventricular signal was covered by the atrial pacing, and back up pacing was delivered. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.